Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not know. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned; therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).

Event description:
It was reported that a physician performed a novasure endometrial ablation (exact date unk). The patient "had to have [an] emergency hysterectomy due to post ablation tubal sterilization (pats)". We have been unable to obtain additional info surrounding this event.